Event description:
It was reported that impedances prior to ipg replacement were within normal limits. After explanting old battery and replacing with a new battery, all impedances of the left lead were displaying as outside the normal range >5k monopolar and >10k bipolar despite troubleshooting efforts. As hcp was clearing scar tissue in the chest pocket, its possible the extension wire was compromised. The wire looked normal upon visual inspection. Impedances were run with the left lead in the bottom port and were normal, indicating no problem with the battery. The lead was cleaned with a wet followed by a dry raytek before reinserting and running impedances multiple times. Current was run at 6 ma for several minutes. No troubleshooting efforts resolved the impedances. No additional interventions were taken at this time. Revision surgery of the left extension wire is being planned. Patient later called in and reported they are having a lot of trouble. Patient said their tremors are bad and they can hardly walk. Patient also said they are getting a message that says out of range contact your clinician service code 2703. Patient has tried all the different groups and they all do the same thing. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Extension wire replacement procedure occurred (B)(6) 2026. Rep confirms that the original battery replacement was due to normal battery depletion.